Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported local reaction could not be determined. There is no evidence to suggest that the mynx device did not meet specification or perform as intended per instructions for use (IFU). The mynx is terminally sterilized and subjected to lal (limulus amebocyte lysate) testing to ensure the product meets sterilization and bacterial endotoxin requirements, prior to each lot being released for commercial use. Additionally the IFU states: the following adverse reactions or conditions may also be associated with mynx or with the diagnostic or interventional procedure: allergic reaction, foreign body reaction, infection, inflammation, or vessel laceration. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.

Event description:
It was reported by an aci sales professional that a male patient underwent a diagnostic left heart catheterization procedure on 01/07/10. Six days post procedure on 01/13/10, the patient returned to the ER and presented with a "walnut-sized" mass that developed under the skin in the left groin at the access site. The patient reported that the access site had been oozing serosanguineous fluid for the past 24 hours. The patient was admitted to the hospital and administered IV antibiotics. An ultrasound did not reveal any hematoma, psa or flow limitation of the left common femoral artery.